Event description:
Customer reported that the insulin pump went into threshold suspend twice due to the sensor reading being inaccurate. Customer stated that her blood glucose value was 90 mg/dl the first time and 120 mg/dl the second while the sensor glucose readings were 59 mg/dl and 60 mg/dl. Customer had to change the sensor. Current blood glucose value was 204 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.